Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the coating from the tip of the vasoview hemopro tissue welder came off. The reporter clarified, "the silicon jaw boot cracked during harvesting but nothing fell into the patient." A new kit was opened to complete the procedure. The user experience level is: new user. The hospital reported no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on june 23, 2010, for investigation. Visual inspection revealed that the cold jaw silicon tip was peeling and a small piece was detached, there was some blood on the device, and some signs of clinical usage. A supplemental report will be submitted when the investigation is completed. (B)(4).